Event description:
Customer reported on a bravo ph capsule that failed to detach from esophagus for 7 days already. Patient is complaining of chest pain. Our medical advisor contacted the physician and explained the various approached in such case.